Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on egms. External interference was suspected. Externalized conductors were observed by fluoroscopy. Based on the review of diagnostic images provided, conductors appear to be externalized. Lead revision was planned.